Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield would not retract to penetrate the tissue. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.